Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of each incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for a bias in progesterone results when using bd vacutainer® sst¿ tubes and tested on a roche chemistry analyzer was observed. 195 samples from each batch were visually evaluated and no defects were found. Complaint history review indicated 2 complaints for the same issue, both from the same customer. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further clinical testing was performed by medical affairs. Positive biases were observed similar to the customer¿s findings. However, further investigation is required and will be performed in a new study. This study includes testing of progesterone, which was identified as having a bias in the complaint when bd vacutainer® sst¿ tubes were tested on a roche chemistry analyzer. This study will evaluate performance of bd vacutainer® sst¿ tubes for progesterone on two additional chemistry analyzer platforms. Comparisons will be made to corresponding greiner blood collection tubes to assess performance for clinical equivalence. Projected completion of the study is march 2022. This complaint has been confirmed based on the investigation to date. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: the issue is about erroneous results when using the sst plh 3.5ml tubes, causing inconsistent results by increasing the result of some endocrinology tests (testosterone, progesterone, etc.). 03/12/2021: additional information received. Pptx file attached with the details of the study conducted by the customer in regards the bd sst tubes (please refer the attachment to check all information provided, the file has english translation). Conclusion of the study can be seen below: "in all studies done, it is possible to observe falsely higher results of progesterone by immunoassay, with a different clinical significance. The results obtained with the bd sst tubes (brazilian and american) are higher than the results obtained with non-gel tubes (bd) and greiner serum-gel. The bd sst brazilian tubes show the same pattern of the imported tubes. This is confirmed by the comparison between them in the chromatographic analysis showing almost the same interference in testosterone results. The evaluation between the non-gel tubes and bd gel tubes showed higher values of testosterone (constant positive bias). The greiner serum-gel tubes does not show the same interference. The blood collection for testosterone test by lc- ms/ms is already done in non-gel tubes. The blood collection for progesterone and testosterone tests by immunoassay should be done in lytic heparin tube. The progesterone and testosterone tests by immunoassay can not be done in serum from bd sst tubes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0274577, medical device expiration date: 2021-09-30, device manufacture date: 2020-10-28. Medical device lot #: 0274582, medical device expiration date: 2021-09-30, device manufacture date: 2020-10-28. Medical device lot #: 0274575, medical device expiration date: 2021-09-30, device manufacture date: 2020-10-22. Medical device lot #: 0274579. Medical device expiration date: 2021-09-30, device manufacture date: 2020-10-28. Medical device lot #: 0333876, medical device expiration date: 2021-11-30. Device manufacture date: 2020-12-17, medical device lot #: 0111104. Medical device expiration date: 2021-04-30, device manufacture date: 2020-06-03. Medical device lot #: 0244562, medical device expiration date: 2021-08-31, device manufacture date: 2020-10-02. Medical device lot #: 0244562. Medical device expiration date: 2021-08-31, device manufacture date: 2020-10-02. Medical device lot #: 0333878, medical device expiration date: 2021-11-30. Device manufacture date: 2020-12-17. Medical device lot #: 0333882. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-12-17. Medical device lot #: 0274583. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-10-28. Medical device lot #: 0325084, medical device expiration date: 2021-10-31, device manufacture date: 2020-12-17. Medical device lot #: 0274562. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-11-12. Medical device lot #: 0274584. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-10-28. Medical device lot #: 0333881. Medical device expiration date: 2021-11-30. Device manufacture date: 2021-01-05. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: the issue is about erroneous results when using the sst plh 3.5ml tubes, causing inconsistent results by increasing the result of some endocrinology tests (testosterone, progesterone, etc.). 03/12/2021: additional information received. The details of the study conducted by the customer in regards the bd sst tubes. Conclusion of the study can be seen below: "in all studies done, it is possible to observe falsely higher results of progesterone by immunoassay, with a different clinical significance. The results obtained with the bd sst tubes ((B)(4) and american) are higher than the results obtained with non-gel tubes (bd) and greiner serum-gel the bd sst (B)(4) tubes show the same pattern of the imported tubes. This is confirmed by the comparison between them in the chromatographic analysis showing almost the same interference in testosterone results. The evaluation between the non-gel tubes and bd gel tubes showed higher values of testosterone (constant positive bias). The greiner serum-gel tubes does not show the same interference. The blood collection for testosterone test by lc- ms/ms is already done in non-gel tubes. The blood collection for progesterone and testosterone tests by immunoassay should be done in lytic heparin tube. The progesterone and testosterone tests by immunoassay can not be done in serum from bd sst tubes"